Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing extension tubing is confirmed; however, the exact cause could not be determined. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation revealed the catheter was returned missing the extension tubing of the white lumen. The clamp was observed to be engaged on both remaining lumens, and use residue was observed. A microscopic observation revealed what appeared to be a break within the molded joint where the extension tubing was present. The fracture surface appeared to be somewhat even, but some irregularities were noted. The observed damage suggests it was likely caused by tensile forces, such as pulling of the extension tubing; however, it appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC was placed on (B)(6) 2025, dressing was due to be changed. When we arrived in the patient's room, the original dressing from (B)(6) was intact, but one lumen of the PICC was missing. Patient has no recollection of anything happening with PICC line. Nurse on duty was unaware as well; this nurse had not had patient previously. PICC was removed immediately. On inspection, lumen looks to have been pulled out. It does not look to have been cut in any way.